Event description:
It was reported to boston scientific corp that a polaris ultra ureteral stent was going to be used in a ureteroscope procedure on a male pt, over 50 yrs of age. According to the complainant, during preparation for the procedure, the nurse noticed that one of the stent coils was broken off from the stent. The coil and the stent were completely detached at a clean break. The account reported that the stent packaging did not appear damaged and the packaging seal had not been opened. The procedure was successfully completed using another polaris stent. The pt was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. (B)(4).